Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
During a follow-up low sensing and high thresholds were observed as a result of a lead dislodgement. The lead was explanted after repositioning was unsuccessful.